Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose value. Customer had blood glucose value of above 300mg/dl, blood glucose value at the time of incident was 340mg/dl and was admitted with blood glucose value was 348mg/dl. Customer was disconnected from pump and was on pens. Insulin pump will not be returned for analysis.